Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer had high blood glucose levels of 249 mg/dl. The customer treated with a manual insulin injection. The customer reported some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No add'l info was provided.